Event description:
It was reported that the lead warning triggered, and the ventricular lead exhibited low impedances. The lead warning was programmed to monitor, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - 2001-(B)(6). (B)(4).